Manufacturer narrative:
Concomitant medical products: ddmb1d1, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to their clinic due to hearing an alarm sound. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high and undefined impedances, unstable thresholds, and failed to capture at five volts. It was noted that thresholds in both the bipolar and tip-to-coil configurations were greater than five volts at time of interrogation, despite being historically below two volts. Stored episodes showed lead noise and oversensing. Lead damage was suspected. Detections were turned off and the lead remains in use.  No patient complications have been reported as a result of this event.